Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)

Event description:
Adverse event(s): "one-day post-op inflammation" (inflammation). Product problem(s): "no device problem reported" (no known device problem). A surgeon reported one day post operative inflammation. There is a total of 5 pts involved. The administrative director reported no cultures were taken. The handpieces are flushed immediately after use with sterile water, both sterilizers have been cleaned by a facility person 2 weeks ago, and their preoperative drops are used multiple times. On a follow up call, the administrative director reported an additional case of inflammation. They have changed to disposable cannulas and blades as some of the reusable cannulas were found to have rust on them. She mentioned "some instruments" also had rust, but did not state which ones. The sterilizer was checked again and the service technician stated the inflammation was in relation to the sterilization containers as there were no instances of inflammation prior to the use of these containers. A clinical site visit has been scheduled. This is the fifth of six reports being filed for this facility.